Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was 1 mg/ml dilaudid (hydromorphone) at 0.27 mg/day. The reason for use was not reported. It was reported that there was pain around the pump pocket. The patient stated she had pain around the pump and requested it to be placed higher. The issue started post-operation on (B)(6) 2018. There were no environmental/external/patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed. Actions/interventions performed consisted of a pump pocket revision. The issue was resolved at the time of the report. The patient status at the time of the report was noted as ¿alive ¿ no injury.¿ the patient weight was unknown. The healthcare professional would have no further information regarding the event. There were no further complications reported/anticipated.